Event description:
A pt's hand was injured while the table was moving into the magnet. The pt's hand was on top of the ctl coil, and the skin was scraped off the pt's hand while the cradle moved into the bore. At the time of the incident, the technologist was pushing the button to move the pt into the scanner. The pt's hand was bandaged and the pt was taken to the local hosp.

Manufacturer narrative:
The field engineer evaluated the system and found that there was no system malfunction. The ctl coil operator's manual illustrates the methods for preferred pt positioning.